Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. The insulin pump alarmed for a failed battery test due to a corroded battery tube. No unexpected battery out limit alarm was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip and a cracked reservoir tube window. The insulin pump was received without the belt clip and no damage was noted on the belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 455 mg/dl. The customer reported treating with a manual insulin injection. The customer reported a blank display on the insulin pump. The customer also reported a battery out limit and failed battery test alarm on the insulin pump. The customer also reported a hair line crack on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.